Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak. As the date of the distal type I endoleak is unknown, (B)(6) 2018, the re-intervention date will be used as the event date.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aneurysm and common iliac artery aneurysms with gore excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. An internal iliac component (hgb161007a/ 17565828) was implanted in the left internal iliac artery. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure. On unknown date in 2018, a distal type I endoleak was identified in the left internal iliac artery. On (B)(6) 2018, the patient underwent re-intervention to treat the distal type I endoleak. The gore® viabahn® endoprosthesis jhh110502j was implanted distal to the hgb161007a. The endoleak was resolved and the procedure was completed. The patient tolerated the procedure. The clinical specialist reported that the distal landing length of the hgb161007a looked shorter than at the initial procedure. The middle of the hgb161007a might have moved in the aneurysm sac, and it might have resulted in the shorter distal landing length.